Manufacturer narrative:
The instructions for use states that this may cause skin irritation and allergic skin reaction. If the material comes in contact with skin, it should be rinsed off immediately. The manufacturing of prosthesis from these kulzer products can only be performed by handling the product with sufficient personal protective measures.

Event description:
The dental technician worked for one year with the material and he started to develop symptoms after weeks. The symptoms are irritations on fingers, palm, wrist like reddening and contact eczema. Further on, the dental technician complained about swollen eyelids. The dental technician sought medical advice by a medical doctor and was under clinical investigation. An allergy test was performed and methyl-methacrylate, hydroxypropyl-methacrylate, and ethyleneglycol-dimethacrylate were identified as allergens. The symptoms healed within 20 days without a given reason of treatment or measures responsible for healing.